Event description:
Related manufacturer reference 3005188751-2015-00040. According to a japanese literature article, a cardiac perforation occurred. During an atrial tachycardia electrophysiology (ep) procedure, a brk needle and a swartz introducer were used for transseptal puncture. Difficulty confirming left atrial placement was experienced due to the presence of a previous xenomedica patch. The brk needle and swartz introducer advanced over the puncture position and reached to the ascending aorta. An echocardiogram was negative for a pericardial effusion. An aortogram confirmed transverse shunt blood flow via fontan root around from the left coronary cusp. The patient was stable and the ep procedure was abandoned for patient monitoring. Following the procedure, a transverse blood flow shunt between the aorta and fontan route was confirmed and the patient was treated with embolization with coils.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the model and lot numbers of the device were unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined and may be procedure related. Per the IFU, cardiac perforation in a known risk with this device.